Event description:
Woke up first time with face numbness, tingling pain, ear left side, lymph node swelling. This happened 2 more times. Went to dr and has referred me to a neurologist. Also, left side pain in breast, nipple under armpit. FDA safety report ID# (B)(4).